Event description:
An (B)(6) female pt contacted zoll customer support to report a battery charger fault. The pt was issued a replacement battery charger.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. Upon investigation the battery board was defective, which prevented the charger/modem from charging the batteries. The root cause of the defective battery board could not be positively identified. No adverse event resulted from the defective battery board. The pt received a replacement battery charger.